Manufacturer narrative:
Manufacturer name updated from abbott to abbott gmbh. An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
Additional information received that the hiv antibody confirmation test was negative and the account believes the elisa method was a false positive.

Manufacturer narrative:
The customer believes that the non-reactive architect hiv ag/ab combo result is correct and the reactive elisa result is incorrect. Ticket searches determined that there is normal complaint activity for the complaint lot. The tracking and trending report review determined that there are no related adverse trends identified for the complaint issue. Lot 04118be00 and lot 04118be01 is identical, except of china specific labeling of outer package. A retained kit of reagent lot number 04118be00 had been tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels which showed sensitivity performance of the complaint lot is not adversely affected. Additionally, a review in the corrective and preventive actions system for non-conformances and deviations associated with the affected reagent lot was performed with no occurrences. A review of labeling concluded that the issue is adequately addressed. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated (B)(6) architect hiv ag/ab combo result on a sample that tested elisa method (B)(6). The patient has varicose hepatic vein. No impact to patient management was reported. Ethnicity is unknown.